Manufacturer narrative:
The investigation determined that lower than expected vitros ammonia (amon) results were obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot: 1020-0267-3612 on a vitros xt 7600 integrated system. The assignable cause of the lower-than-expected vitros amon results is an instrument issue related to ammonia contamination of the microslide incubator. The cause of the ammonia contamination was not determined. The historical quality control (qc) results surrounding the time of the event demonstrated imprecision of the vitros amon assay on both levels of qc fluid. After the customer replaced the cm/rt evaporation caps, there was still slight within-laboratory imprecision observed on qc results, however, not to the magnitude of the timeframe surrounding the time of the event. Additionally, no more lower than expected vitros amon results were observed after the customer changed the cm/rt evaporation caps and the customer verbally acknowledged that they believed replacing the cm/rt evaporation caps resolved their issue. The results of a vitros amon within run precision test performed after cm/rt evaporation caps were replaced were within expectations, verifying that this maintenance action performed by the customer had resolved the issue.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ammonia (amon) results were obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot: 1020-0267-3612 on a vitros xt 7600 integrated system. Lpv ii lot: m2779 vitros amon results of 144.5 and 118.3 umol/l versus the expected result of 191.12 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros amon results were obtained when processing a control fluid. No results were reported out of the laboratory. The customer claimed that patient results were not impacted by this issue. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).